Event description:
It was reported "needle shows bending after opening the package. The ez huber needle couldn't then be used." It was reported this occurred with two devices. This report addresses the first device. 4/3/2023 - during evaluation of the returned device, an attempt to advance the safety was unsuccessful due to the bend.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), complaint and lot history, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bent needles was confirmed but the exact cause remains unknown. The products returned for evaluation were two 20 ga powerloc ez infusion sets. The returned product samples were evaluated and the needles were observed to be bent at the needle shafts. The following observations were noted during the sample evaluation: the samples appeared free of obvious use residue. The tip of the needle bevels appeared unremarkable. An attempt to advance the safety over the needle tips was unsuccessful as the safety could not pass the bent region of the needles. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. H3 other text : evaluation findings are in section h.11.